Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional narrative updated a1, a2, a3, b5, and d6 per new information received.

Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted approximately 4 years and 2 months, was explanted due to aortic stenosis secondary to calcification. The device was explanted and replaced with a non-edwardst valve with no adverse patient events reported. The patient status was reported as "under treatment". There was no allegation of device malfunction.

Manufacturer narrative:
F10. Device code 3191- host tissue, pannus h3. Device evaluation: customer reports of stenosis and calcification were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 was bent outward and heavy calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off and exposed the wireform around the valve on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was also exposed on commissures 2 and 3 and around leaflets 2 and 3 on the outflow aspect. H10. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that an aortic pericardial valve, implanted for unknown period, was explanted due to aortic stenosis secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 19mm non-edwards valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. There was no allegation of device malfunction.